Event description:
It was reported half of the display was not working. The pixels are gone and can only see some of it. The device was not present, unable to troubleshoot the device. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked display connector. The insulin pump had a cracked display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.